Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No external damage was reported. Bottom case cracked beneath the back plate, right plunger case cracked, the barrel clamp assembly was out dated, the drive train has very old worn out dated parts also the main board has a black capacitor. Error history log review found a near empty and low battery alarm. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced the battery.

Event description:
It was reported that the pump had a syringe near empty error immediately /controls were locked when trying to infuse/needs new battery. No patient injury was reported.